Event description:
Per complaint (B)(4), a dental abutment would not separate from a dental implant during initial placement. The implant was able to be explanted. The procedure was completed within the same visit. Delayed healing was reported.